Manufacturer narrative:
(B)(4). Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, as reported the delivery system balloon came in contact with a pre-existing mitral ring, causing the delivery system and valve to move aortic during deployment. The patient¿s death is not considered related to the implanted valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transapical tavr procedure a 26mm sapien xt valve was positioned 50:50 across the annulus. During deployment the ventricular portion of the delivery system balloon came in contact with the patient¿s pre-existing mitral ring; this caused the valve to move slightly aortic. The final valve position was 80:20 aortic/ventricular, post deployment tee and angiogram revealed moderate paravalvular leak (pvl). The valve was post dilated with an additional 1ml of volume added to the balloon; however, here was no improvement of the pvl. A decision was made to implant a second 26mm sapien xt valve. The valve was implanted more ventricular than the first valve; 50:50 within the native annulus. The pvl was reduced to mild and the procedure was completed without incident. Immediately following the tavr procedure, the patient reported feeling good, with a reduction in dyspnea. On post operative day (pod) 2, however, patient became confused and disoriented. Patient did have a history of mild dementia, but the patient¿s behavior was much worse. A cva was not suspected, but a CT scan of the head was performed; the scan was negative for cva. The patient did also have a history of etoh abuse and there was some suspicion that the patient may be experiencing withdrawal symptoms; there was no evidence of dt's. The patient was permitted to have some oral etoh, but there was no change in the patient¿s confused state. There was not any suspicion that any of the patient¿s symptoms were related to valve performance. It was noted on patient¿s chest x-ray that there was a pleural effusion that seemed to be getting larger. After CT scan confirming this, a decision was made to perform a vats procedure to reduce the effusion. While recovering from the vats procedure, in his floor bed, the patient was found slumped over in bed with agonal respirations. EKG showed pea, the patient was coded but failed to respond to any interventions and the patient passed away on pod 8.